Event description:
Pt is reporting that she feels a burning sensation at her ins location that just started today. Caller stated that she has been having issues charging the ins where the rtm will not find the ins. Caller stated she typically charges the ins 2x/month for about 10-20 min and stimulation runs 24 hrs/day. Technical services (ts) was told by hcp to come to emergency room to immediate removal of the ins as it could be a "leaking" battery. Caller reported that she had surgery 3 times in 2023 and hcp believes that the cautery fired the battery. Ts reviewed to communicate with the controller to the ins and attempt to turn off the ins to see if the burning sensation goes away. Ts reviewed that that the inss are hermetically sealed which would prevent any material coming out of the battery. Pt was schedule to have ins removed tomorrow and having a different manufacturers device implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating the cause of the burning and being unable to connect was unknown. Hcp and patient had a replacement surgery in (B)(6) 2025 and switched to a different manufacturers device.